Event description:
On (B)(6) 2008, customer reported a sample ID misidentification when using a coulter lh 750 hematology analyzer. On (B)(6) 2008, the sample ID was (B)(4), and the instrument incorrectly read the sample ID as (B)(4). The patient results were overwritten with another patient's data in the lis (laboratory information system) and the results were reported out. The customer re-ran the patient sample and sent out a corrected report. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
The checksum feature of the lh750 was disabled. The customer barcode symbology is codabar with 11 characters. The field service engineer verified barcode reader alignment and performed barcode read test. The sample barcode labels used by the customer were evaluated. The labels failed reflectivity of media, reading 69%. The minimum should be 80%. The root cause of the event is attributed to poor quality sample barcode labels and lack of checksum digit. Beckman coulter recommends use of checksum digit feature. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.